Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to a change in caregiver. The patient was hospitalized and was treated with vancomycin injection (1gm, discontinued), meropenem injection (1gm, discontinued) and targocid injection (400mg, discontinued) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient has recovered from the event and was discharged. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.